Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem of ¿turn off even is connected¿ was not reproduced. A review of the event history log (ehl) revealed improper shutdown message. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the depressed battery pin contact on the rear case. The rear case requires replacement to address this issue. During evaluation, the device had a system error 345 while attempting to run an infusion. The cause was identified to be the force sensor which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off "even is connected" without user input during device power up in the annex area department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction h11: a review of the service history record identified the device has been previously serviced, however greater than 12 months ago. There is no indication that the parts replaced during servicing caused or contributed to the reported event.